Event description:
It was reported that during an unk procedure, the handpiece didn't work properly. Customer cannot provide anymore details about the circumstances in which the issue occurred. No pt consequence was reported.

Manufacturer narrative:
Date sent: 03/30/2009. Eval summary: the hand piece was tested on a generator and found to be functional. However, it no longer meets design specs for phase margin. The hand piece was disassembled, a torn acoustic isolator was found in the instrument.